Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until (B)(6) 2011. On this day the device is exposed to very high temperatures of 60 degrees celsius. This caused the device to switch on, time out and switch on and off again. This would have the effect of filling the memory and depleting the pad-pak. The problem with the device was attributed to a fault in the membrane. There is also evidence of corrosion to the device and the label and device membrane was partially melted due to exposure to excessive heat. This exposure caused the fault in the membrane. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically and emitting a memory full message. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.